Manufacturer narrative:
Continuation of d11: product ID 977c265 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that lead to one of the wires in the lead going bad was that the tech said it had slipped down during ¿settling¿ and healing. The patient reported that they tried different leads and combinations. The patient reported that they were continuing to try different lead and levels, it was better now, but still not as good as after surgery. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 15-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she used to be on group a, she didn¿t like that she had to charge two times a day and it didn¿t help with her pain. The patient reported that a manufacturer¿s representative (rep) helped her change to group b which lasted a week before she decided to use group c. The patient reported that she had been on group c for about 3-4 weeks, stating it worked best for her. The patient reported that about 5 days ago, she had a return of pain in her lower back. The patient reported that it felt like the pain had worsened compared to before. The patient reported that her ¿tailbone hurt so bad.¿ the patient confirmed that the ins was to help with her lower back pain. The patient reported that group c was helping with her pain until 5 days ago and wasn¿t sure what may have changed. The patient tried increasing her stimulation up to 2.6 and still didn¿t feel any stimulation. The patient reported that she was normally around 1.5 or 2.1 if she was standing. The patient reported that previously when she turned stimulation up to 2.5 she would feel tingling in her leg. The patient also reported when the lower back pain returned she had felt nauseated and it ¿hurts to breathe¿ due to pain. The patient reported that she had taken tramadol without relief. It was confirmed that stimulation was on and there were no warning screening on the controller and the controller seemed to be working fine. The patient later reported that ¿it quit working¿ and she had an appointment with her doctor to address the issue. Additional information was received from the patient. The patient reported that the circumstances that led to the return of pain, having to charge twice a day and loss of stimulation was that a manufacturer¿s representative (rep) explained to her that one of the 8 small wires inside one of her leads went bad. The patient reported that the rep changed the wire used inside of the lead. The patient reported that it was also explained to her how to take off auto change positions. The patient reported that she was moved from program c back to b. The patient reported that changing back to program b had caused charging to be every 36 hours approximately. The patient reported that she was getting 2.1 standing, 1.5 laying. The patient reported that she had not had pain relief like she had from surgery date to when the implant stopped working. The patient reported that she told the rep she would try the change for 2 weeks and if no better would call for another adjustment. The patient reported that before this happened she was on program c, 2.1 standing and 1.5 laying and could go 9-11 day between charges. The patient reported that she turned the stimulator (ins) off and go from ¿low¿ to 100% in 45 minutes to 1 hour. The patient reported that she picked this type of implant because of the long time in between charges and if she can¿t get back to at least 7 days in between she would be wanted to go to the ¿no charge¿ model. No further complications were reported.